Event description:
It was reported that the catheter was not open and caused urine to not be drained.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 foley catheter for evaluation. No visual defects were noted on returned catheter. Per the functional evaluation, the balloon was inflated with 30cc of water and administered to flow rate testing. While inflated, the flow rate was 150ml/min, 150ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) single use only (2) do not resterilize. (3) for urological use only." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was not open and caused urine to not be drained.